Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic right lobectomy procedure, on the third firing of the device, the surgeon able to press the green button but was not able to squeezed the handle and the device cannot be activate. They then used another device to resolve the issue in order to complete the case. There was no patient injury.